Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump was not logging data despite being in use. The customer's blood glucose was between 200-340 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.